Manufacturer narrative:
Summarized patient outcomes/complications of epic valve were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, coronary artery disease, chronic kidney disease, prior pacemaker. Complications reported included surgical intervention (valve-in-valve), hospitalization, aortic stenosis, device stenosis; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: "bioprosthetic valve fracture during valve-in-valve transcatheter aortic valve replacement".

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: bioprosthetic valve fracture during valve-in-valve transcatheter aortic valve replacement.

Event description:
The article, "bioprosthetic valve fracture during valve-in-valve transcatheter aortic valve replacement", was reviewed. The article presented a retrospective, single-center study on patients who underwent a bioprosthetic valve fracture (bvf) valve-in-valve transcatheter aortic valve replacement (viv tavr). Devices included in the study were edwards magna ease, sorin mitroflow, st. Jude/abbott epic, medtronic mosaic, edwards sapien 3, edwards sapien xt, and edwards cv evolut. The article concluded that while intraoperative mortality was reported, bvf with viv tavr can be performed to reduce transvalvular gradients and increase effective aortic valve area in high-surgical-risk patients with failed bioprosthetic valves. [The primary and corresponding author was mohanad hamandi, cardiovascular research, baylor scott & white the heart hospital, 1100 allied drive, plano, tx 75093, USA, with corresponding e-mail: mohanad.hamandi@bswhealth.org]. The time frame of the study was from november 2017 to june 2018. A total of 12 patients were included in the study, of which 1 received an abbott device. The average age was 81 years and the gender participation was evenly split (6 out of 12 were female). Comorbidities included atrial fibrillation, coronary artery disease, chronic kidney disease, prior pacemaker.